Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection noted the is-1 set screw hex cavity was stripped and resulted in difficulty tightening the set screw to secure the lead.

Event description:
It was reported that during an attempted implant, setscrew anomaly was observed. The patient was fine after the procedure, there were no adverse consequences.